Event description:
It was reported that pump experienced malfunction customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer gave a correction insulin injection using multiple daily injections, planned to use injections as backup insulin therapy, and did not require assistance from any third party, while technical support arranged shipment of replacement pump.